Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 5 fr sheath in the right common femoral artery. It was reported that the puncture site was below bifurcation (represents a warning in the duett pro instructions for use). Following the deployment, the pt experienced loss of pulses and pain in the affected leg. An occlusion was confirmed and treatment consisted of anticoagulation therapy and successfully resolved the event. At the time of this report, the pt remained hospitalized and vsi has been unable to obtain further info regarding pt outcome.